Event description:
It was reported that a user experienced hyperglycemia while using the ilet following restaurant meals, with the highest reported blood glucose of 347 mg/dl. The user noted that eating out involved larger portions and higher-carbohydrate foods and was counseled to use the ¿more than¿ meal size option for such meals. Symptoms included hyperglycemia accompanied by thirst. Outcomes included self-correction of blood glucose without outside or medical assistance and no alerts or alarms. Investigation included case review and user education on meal announcements and appropriate meal size selection. Investigation of this case revealed user-related meal announcement inconsistency, specifically incorrect meal size selection during higher-carbohydrate restaurant meals, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal announcement and meal size selection.